Event description:
During the surgery physician used endeavor resolute rx 2.25mm x 18mm device to treat lesion that showed 80% stenosis in the proximal lad; the middle of lad was calcified. The device could not pass the lesion, which was pre-dilated with sprinter legend 2.00mm x 15mm (11 atm, 5s). The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. The physician removed the device and noticed that the stent was deformed. No patient injury noted. Evaluation summary: the distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 5th and 6th proximal stent segment were deformed with a number of raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results and conclusions: (80% stenosis, calcified mid-lad). (Stent deformation). Deformation problem. (B)(4).